Manufacturer narrative:
Removal has not been determined. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a secondary sternal reconstruction procedure the patient was implanted with ti sternal locking plates, a manubrium h plate and 3.0mm self-drilling locking screws. The surgeon advised that two of the locking screws in the inferior most plate backed out of the first two holes on the left hand side of the pt and migrated inferiorly in the media sternum. This report is #1 of 2 for the same event.